Manufacturer narrative:
The investigation into the reported positioning issues has been completed since the original report was filed. No product was returned. As per clinical review during the peel-away process, the impella was slipped back into the aorta and pump was unable to be correctly positioned again. The cause of the positioning issue was use related with pump position slipping into aorta during peel-away process. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user reported an impella heart pump was removed due to positioning issues. After correct placement, the heart pump slipped back into the aorta when the introducer sheath was removed. All attempts to place the pump correctly over the aortic valve were unsuccessful. The pump was therefore removed. There was no reported patient harm.